Manufacturer narrative:
Root cause: under investigation. It should be noted that initially this event was determined to be not reportable. Upon re-review, it was decided that this should be reported.

Event description:
After implantation of a facet screw, the k-wire lifted the implant out of the bone.